Event description:
It was reported that there was low impedance less than 100 ohms. An x-ray showed a twist in the lead at the subclavian area. It was further reported that there was outer insulation damage observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: all insulators breached (clavicle-rib crush); full lead returned and analyzed.